Event description:
Customer reported set separated during a dopamine infusion in the nicu. No pt harm. Although requested, no further info was available.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of the set separating was confirmed. The set was observed to be physically separated at the white spike to upper fitment engagement. The root cause of the separation has been identified as insufficient solvent applied during the mfg process. The lot number was not identified; therefore, lot history record review could not be performed.